Event description:
During preventative maintenance of the device, the field svc rep reported that the drive motor power cord had a tear in the sheathing exposing wires. Since the event occurred during preventative maintenance, there was no pt involvement during this event.